Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2018 while wearing the lifevest. The lifevest delivered one treatment during the event. The patient was home alone at the onset of the event. The patient's son found the patient unresponsive and noticed that the lifevest battery pack was not plugged into the monitor. The patient's son inserted that battery pack and powered on the lifevest. The patient was in vf at the time the lifevest was powered on. The lifevest detected vf at 13:00:48. The lifevest delivered a treatment at 13:01:23 during vf. The post-shock rhythm was asystole. No further treatments were delivered by the lifevest, as the lifevest considers asystole to be a non-treatable rhythm. At 13:06:27 the patient transitioned to bradycardia and then to an idioventricular rhythm, before again degrading to asystole. The lifevest was shut down at 13:09:50. The lifevest functioned as designed and treated the vf. Post-shock asystole is a known potential adverse outcome of defibrillation therapy. No deficiencies were alleged against the lifevest.